Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported aab00 17.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The aab00 17.5 diopter lens was explanted on (B)(6) 2019 and replaced with an aab00 14.0 diopter lens due to complaints of anisometropia. Through follow up, additional information was received confirming patient has glaucoma and is diabetic. It was reported there was no complications, no vitrectomy, and patient outcome was reported as: vision has improved and is stable. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/16/2019. Device evaluated by manufacturer. Device evaluation: the product was received within a plastic sample jar. A visual inspection of the returned lens show that the lens was cut in half, most probably to aid in explant. Traces of ophthalmic viscosurgical device (ovd) can be seen on the surfaces of the lens. Based on the condition of the lens, further analysis is not possible. The reported complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.